Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she had a deep brain stimulation (dbs) device placed back in 1999. She had staph and became dehydrated. Her healthcare provider (hcp) also gave her 78 treatments of gamma radiation to her head in 1999, which gave her two fried nerves and caused her not to see. She now had neuropathy and neuralgia from the radiation. The patient could also not see any more due to the device. The device was eventually taken out in 2000 because they could not ¿map it.¿ she flew back to try and get another placed, but could not. This all caused her to get diabetes and she had to be placed on a pic line in 2002. The patient¿s indication(s) for use were unknown

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the gamma knife procedure that was previously reported occurred in 1999, which was two years prior to deep brain stimulation (dbs) implant. It was previously stated that the radiation treatment affected the dbs device; therefore, the timeline is not entirely clear. It was reported the patient had one hole drilled in their head and 8.5 hours of brain surgery, but was never able to use dbs because the ¿computer¿ was dropped and broken on the day after surgery when they were going to do brain mapping. It was later stated there were three holes drilled in the central lobe and there was metal in there. The ins was removed, but the timeline of the explant is not known. The patient allegedly had osteoradionecrosis, diabetes, and jaw cancer due to a lack of oxygen and blood flow to that region, which they attributed to the dbs device and the radiation from the gamma knife procedure. There were only two doctors in their area that treat the radionecrosis the patient has. The patient¿s teeth had been falling out on their own and were allegedly ¿like children¿s teeth.¿ the upper teeth had ¿hyper-erupted¿ and they lost all the teeth on the lower right jaw. The cancerous bone was allegedly ready to crack. The patient was put in an oxygen tank/ hyperbaric chamber to see if some oxygen would help them heal, but it did not help. Additional interventions included being on a PICC line for three months trying to save their life. Additional symptoms reported including loss of sight in the right eye, ¿no thyroid ,¿ feeling bad, memory problems, balance problems, and their ¿brain was gone.¿ it was also stated ¿they [couldn't] put a good bone in there and it has turned to cancer.¿ the patient did not understand why they felt so bad and why it did not work and attributed these issues to the dbs device. It was stated the patient ¿is a list¿ to go into palliative care and the onto hospice. The patient was allegedly dying and was so upset that she cannot eat. It was alleged that dbs ¿took [their] life away¿ and they couldn¿t work. The patient alleged the dbs device was ¿bought on the black market,¿ and was allegedly told they should have never been implanted with dbs. A physician allegedly stated the patient was ¿put back together very badly.¿ no further complications were reported. The patient was implanted for trigeminal pain.